Event description:
It was reported that the left ventricular (lv) lead exhibited greater than 3000 ohms impedance and loss of capture. By changing polarity and the pulse configuration, impedance was 450 ohms and capture threshold was 2 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.